Event description:
Clinical study. It was reported that 175 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed.

Event description:
It was further reported the pt was enrolled in the program in mar 2004. Target lesion 1 was identified in the prox lcx with 85% stenosis and a 3.8 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 16 mm taxus express2 drug eluting stent. Residual stenosis was 0% following post-dilatation. The pt was discharged two days later on plavix and asa. The pt was readmitted the next day (176 days post enrollment) with a positive thallium stress test for anterior ischemia. Cardiac catheterization revealed: rca -normal, lcx-90% ostial lesion at margin of the previously placed stent; patent stent, prox lad - occluded at previous stent site, lima to lad - patent, svg to diag-patent, svg to 1st ob marg - patent. Lvef =60%. A 3.5 x 24 mm taxus express2 drug eluting stent was deployed in the ostium of the lcx at the left main junction. The pt was discharged the next day. Causality: relationship to taxus stent: probable.